Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent high blood glucose throughout the day with fluctuations despite announcing meals as trained, with a peak of 286 mg/dl and approximately two hours above 180 mg/dl; the user did not use backup therapy, did not test ketones, and did not receive medical intervention, and an adjustment/teaching session was scheduled while a feature request was not pursued without healthcare provider direction. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no professional intervention, and no assistance required. Investigation included review of uploaded reports and completion of troubleshooting and education with the user. Investigation of this case revealed no device alerts or alarms above 300 mg/dl for more than 90 minutes and no specific device malfunction identified, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.